Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed r-wave amplitude variation on the right ventricular (rv) lead. The physician suspects the cause is rv lead insulation damage or fracture. Programming changes were performed to resolve the issue. The patient condition was stable.